Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged one day post implant. The lead was explanted. No additional information available. No patient symptoms were reported.